Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the company representative (rep) that they experienced a loss of benefits from spinal cord stimulation (scs) therapy. The patient realized on (B)(6) 2016 that the therapy was off . The therapy was subsequently turned on by patient. Upon interrogating the implanting neurostimulator (ins) with n'vision, it was found that the ins clock was reset to year 2000 and no record of "dairy days" before (B)(6) 2016. Ins information, patient/physician info, leads configurations, stimulation programs and MRI-cs data remained intact. The patient did not recall any relevant incidents that could have caused a reset of the ins clock (e.g. Emi interference). No power on reset (por) indication on his patient programmer or programming report. Troubleshooting was performed, impedance test was done and results within range. The patient's physician was informed regarding this incident. The issue was resolved at the time of this report. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.